Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer shut down the pump and would not turn back on. Reportedly, the customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer¿s blood glucose value.